Event description:
Broach handle broke during a primary hip surgery. No consequence to patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
This device belongs to (B)(4). Reporting decisions are documented in the referenced pi.

Event description:
Broach handle broke during a primary hip surgery. No consequence to patient.